Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity warning was triggered for high rate non-sustained episodes and short ventricular intervals due to likely electromagnetic interference. Electrograms were inconsistent with any lead issues. It was recommended to identify and avoid the source of the interference. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.